Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that during patient injection, the needle separated from the syringe. As a result, the clinician was stuck by the exposed needle. No permanent adverse effects to patient or clinician reported.